Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that log files were submitted to tech services for review. Log file review appeared to capture low flow events on (B)(6) 2025. Log files did not appear to capture any type of external mcs equipment issues causing these events. It was later reported the low flow events were secondary to arrhythmias requiring shocks.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
The patient experienced a drop in blood pressure as a result of the arrhythmias. The type of arrhythmia was ventricular tachycardia (vt) - sometimes sustained, other times shorter runs. The patient has had a history with vt prior to left ventricular assist device (lvad) therapy. The arrhythmia in this event was not thought to be device or therapy related. The patient was implanted with an ICD prior to lvad implantation. The patient was treated with antiarrhythmics and alarms resolved. The patient had not experienced any arrythmias or low flows since (B)(6) 2025.

Manufacturer narrative:
Manufacturer's investigation conclusion: there were no device related issues with heartmate (hm) 3 left ventricular assist system (lvas), serial (B)(6), reported or identified through this evaluation. Review of the submitted log files showed the system functioning as intended. No notable events or alarms were captured. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6). No further related events have been reported at this time. The heartmate 3 lvas IFU, is currently available. Although no device related issues were reported by the account, section 1 of the IFU, ¿introduction¿, lists adverse events that may be associated with the use of the heartmate 3 lvas. The current revision of the IFU can be found on the eifu page of the abbott website. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.